Event description:
Consumer via e-mail stated that while brushing their teeth with an oral-b electric toothbrush, the brush broke off in their mouth. No injury was reported.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.